Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on march 28th 2016 from the company representative (rep) stating that the left lead had been revised and pulled down one vertebral body because it had migrated up. Post operation, the patient was getting stimulation where they had pain.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
A patient reported via company representative (rep) on (B)(6) 2016 that they had lost good therapy coverage in their back, and stimulation was going down both arms at the time of report. Their health care provider (hcp) had conducted an x-ray, and it was found that the leads had moved upward two vertebral bodies. Reprogramming was attempted, but they were unable to get stimulation where the patient needed it. The patient could not recall any falls or contributing factors, and they were going to call their hcp to discuss options. The indication for use was non-malignant pain. Additional information was received from the rep on (B)(6) 2016 stating that the patient would have a revision of their leads, but it had not been scheduled yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.